Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The package was opened under standard conditions. After adjusting the sheath length, the echo-19 endoscopic ultrasound (eus) biopsy needle was advanced through the echoendoscope. The needle length was set as required. Following the very first puncture, the needle was withdrawn and found to be bent. When the sheath was returned to the zero (flush) position, a portion of the needle remained protruding beyond the sheath. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information received on 09-feb-26 please describe the location in the body for the intended target site: - rectum please describe the size of the intended target site. - unknown was gaining access to the target site difficult? - unknown was puncture of the targeted site difficult? - unknown was force required to remove the device? - unknown was resistance felt while inserting the device through the scope? - no what is the scope manufacturer and model number that was used? - olympus was the scope recently service/repaired? - no was the endoscope in a flexed or twisted position at any time during the procedure? - no was the stylet partially removed when advancing the needle into the target site? - yes was the device used in a tortuous position? - no are images of the device or procedure available? - no. How many samples were obtained (passes completed) with this needle? - 1. Did any section of the device detach inside the patient? - no. Was difficulty experienced while retracting the needle? - unknown. Was it possible to be fully retract before removing the needle from the patient? - no. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? - needle retraction. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? - there is bent mark on sheath. If not with the device in question, how was the procedure performed and/or finished? - changed to another brand needle to complete the procedure. Did the patient require any additional procedures as a result of this event? - no. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? - no.